Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with failed battery test alarm. The customer states they had received replacement battery cap, but the issue persist. The customer's blood glucose level was unknown. The customer declined to troubleshoot the device and wished for replacement battery cap to be sent.